Event description:
It was reported during a pvi procedure during ablation, the impedance went high and the ablation stopped. The case was completed and there was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. The ablation was stopped after reaching the cut-off setting (250 ohm) of the generator. The error message was 'impedance too high'. There was char formation on the tip of the catheter. The presence of the char is indicative of a reportable event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was provided on the event from the bwi field representative. The user did not notice any abnormal catheter irrigation before or after the event. The generator was in power control mode. The user does not remember the exact settings nor the exact duration of ablation at the same site. Unable to provide any additional information on the size of the char nor could they provide a picture of the char. Evaluation summary. (B)(4). It was reported during a pvi procedure during ablation, the impedance went high and the ablation stopped. The case was completed and there was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. The ablation was stopped after reaching the cut-off setting (250 ohm) of the generator. The error message was impedance too high. There was char formation on the tip of the catheter. The presence of the char is indicative of a reportable event. The returned device was visually inspected upon receipt and it was found in normal conditions. No char was detected. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was also performed and the catheter failed. Further investigation revealed that the irrigation tubing near the tip area was occluded with crystalline material. The crystalline material was analyzed, and results showed the material had a high concentration of sodium and chlorine, which are typical elements of the saline solutions. No other foreign materials were found inside the irrigation tubing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint of char and the high impedance issue cannot be confirmed. However, during the investigation, the irrigation tube was found occluded but the root cause of the occlusion could not be drawn.